Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID vedr01 implantable pulse generator (ipg) implanted: 2010-(B)(6), product ID 407652 implantable pacing lead implanted: 2010-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected range. The analyst noted that the high impedances started in (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance levels and loss of capture resulting from a lead fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.